Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the loading process. Reportedly, customer had not followed the pump instructions during the load process. There was no impact to the customer's blood glucose level. Reportedly customer loaded a new cartridge to resolve the issue and insulin delivery was resumed.